Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they saw eri when they checked the ins battery on their left side. They were told the ins battery was supposed to last 5 years. The patient didn't seem to understand and kept repeating that they were told the ins battery was supposed to last 5 years. No symptoms were reported.